Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during customer's use the cs100 intra aortic balloon pump (iabp) had automatic inflation malfunctioned, making the device unusable. The customer replaced the device on his own. A getinge field service engineer (fse) stated customer suspended the repair. As of now, the investigation is closed.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an alarm during use, the automatic inflation failed, and the device could not be used. No personal injury was caused.